Event description:
Report received of an alleged overdelivery and pt death. The documents received indicate the event was the result of an operator error in programming the device. Allegedly in 2003, the pt underwent surgery at the user facility and was prescribed hydromorphone via pca therapy for post-operative pain. No specific programming parameters were provided. Allegedly the pt received an overdose of hydromophone due to a programming error. Allegedly the pt expried the following day. No further info was provided.